Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported that since (B)(6) 2017 they were having recharging issues including their implantable neurostimulator (ins) not charging past 50% after 8-9 hours of charging except a couple times it showed ¿charge sufficient¿ but after checking it with their patient programmer it only showed 50%. The patient confirmed that coupling was not as high as in the past, but they were averaging 2-3 coupling boxes during recharging. Although, the patient noted that they could obtain better coupling. The patient would follow up with their healthcare professional (hcp) on (B)(6) 2017. There were no patient symptoms reported and no complications reported.